Manufacturer narrative:
(B)(4). Batch # u5ev2k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additional information was requested, and the following was obtained: could you please provide more details for "the device locked out"? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? The manual override was used because the stapler did not fire properly and locked out (no cut or staple line was fired). Yes, no. Manual override was used, they did not hit the knife reverse button first - even though they are trained to do that.

Event description:
It was reported that during a lung lobectomy the device locked out. The knife reverse button was used to open the jaws. The procedure was completed with a like device with no patient consequences.